Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line) and system error 2367 during dwell. Baxter assisted the home patient (hp) by explaining the alarms and possible causes and advising the patient to discard supplies and call the nurse regarding the air detect alarms. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(6) 2012. The patient stated the following: the cause of the event was unknown and therapy has been going fine since the event. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The problem was not confirmed and the cause was undetermined.